Manufacturer narrative:
It was reported that one dental implant fractured. Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No device available for evaluation. The issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Event description by the customer "implant was restored. Crown/prosthetic screw was fractured, upon further review, implant also fractured.".